Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down and displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report of "device inappropriately shut down" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Battery connections were visually inspected and passed. The customer's battery was not returned for evaluation. Review of the device log found no evidence of power-related errors. The customer's report of "defib disabled" and "pacer disabled" messages was verified and attributed to the processor/bridge/pace (pbp) board. The pbp board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.